Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and could not open the drawer. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) asked the customer to login and tried to remove medication from drawer 4.2. Then the fse pulled drawer 4.2 open and removed obstruction to resolve the issue. The system functioned as intended after the field service engineer repaired the device.